Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained. A review of the advanced technical review for the curved tip stapler 30 associated with this event has been performed. Logs show pn 470530-08, ln t11231005-0017, was installed on the system 8x and fired 3 green reloads. On installs 1, 3, 5, 7, and 8, the system failed to detect a valid reload was installed. Logs show 6 instances of error code 1164, which appear to correlate to the install times of this instrument. On installs 2, 4, and 6, the green reload was manually selected on surgeon side console (ssc) touchpad. On installs 2, 4, and 6, the first clamp was successful, the firings were each completed without error. On install 7, the stapler was not accepted by the system. Logs show error code 22008 and 1164 indicating that no cannula or reload was detected. On install 8, the stapler failed to initialize with the system, and no reload was detected. Logs show error code 1164, and 22030, with parameters of the 22030 error indicating that there was a failure with the unclamp/unfire hardstop move during the clamp/fire homing sequence. The instrument was then removed and not used in the procedure again. There were no additional errors that appear to be related to the use of this instrument.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, after firing, the curved-tip stapler 30 could not be removed easily and had to be forcibly removed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument looked good upon inspection. The instrument was fired fine but when they tried to pull it out they were having a hard time. The guided tool on the instrument was not working so they pulled the instrument to get it removed. No damage was visible and no harm to the patient due to the issue. No tissue damage was noted.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved-tip stapler 30 was analyzed and the reported issue with the instrument could not be replicated or confirmed. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system and the instrument passed the recognition and engagement tests. The instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using a white 30 reload. The instrument was attached to and removed from the system with no issues on 3 of 3 attempts. The instrument was fully functional. There was no problem detected. Additionally, the instrument was found to have an initialization failure based on the log review. A review of the msc logs confirmed 1 fire homing initialization failure with error code 22030.